Event description:
A customer reported that the infusion line did not hold on the trocar during a vitrectomy procedure. This occurred for 3 out of 4 procedures performed with this lot. In this case, the infusion line completely detached at time of fluid/air exchange (fax), and while injecting. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is one of five complaints reported for this issue. This is one of four complaints reported against the finished goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer complaint could not be verified as a sample was not received. The root cause is unk, however, the customer event is believed to be related to design specification. An internal investigation has been opened to address this issue. (B)(4).